Event description:
Taper sleeve and ceramic head that were found to be [size] packaged/labeled incorrectly from mfg (manufacturing). Incorrect sized implants were removed - sales rep notified of misidentification.